Event description:
The right ventricular lead was removed due to infection. When the lead was analyzed it tested out of specification. No further patient complications have been reported as a result of this event. Infection was reported. The device system was removed and returned. The right ventricular lead when analyzed tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that the defibrillation coil was distorted, outer tubing overlay with cosmetic environmental stress crack, the outer insulation had a cosmetic depression and there was blood in/on the helix mechanism. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.